Event description:
Additional information was received from the patient on (B)(6) 2017. It was indicated that the patient experienced a loss or change in therapy. The patient reported that the device was put in to help them control their bladder better but their symptoms had not been controlled, they had a lot of leakage. The patient did not feel stimulation and stated that they had tried turning it up in the past. The patient noted that they didn¿t feel stimulation at all so they thought that maybe the device quit working. The patient reported that they used to feel a stimulation sensation down their leg that helped tell them when they needed to go to the bathroom, so they would get there in time but they hadn¿t been feeling that sensation. The patient was to follow up with a healthcare professional (hcp) after making an appointment. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having leakage and thought that she needed to go to visit her healthcare provider (hcp) to check if she needs to replace the battery. It was also reported that she was paralyzed on her right side but hcp implanted on right side. She normally felt stim vibration down her right leg that told her when to go to the bathroom. It was indicated that she did not feel stim so she did not feel when to go to bathroom and had been leaking. There was no fall or emi could be related to the issue. Patient stated she had an appointment with hcp but transportation never showed up so she had to call hcp and left a message to reschedule. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.